Manufacturer narrative:
Pump was received with intermittent button response due to flattened bolus express and act buttons dome switch. No stuck button noted. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that per her healthcare professional, the act button was responding intermittently. Customer's blood glucose was 359 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.